Manufacturer narrative:
The device was received by resmed (B)(6) . An engineering investigation is currently in progress. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4) .

Event description:
(B)(4).